Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate centaur instrument, and on the original advia centaur instrument, both resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnl-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00074 was filed on january 23, 2017. Additional information (01/19/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the instrument and found deposits under the wash station. The cse cleaned up the wash station and replaced the pump tubes and waste pump. The cse tested the wash-round water supply and aspiration, resulting within specifications. The luminometer was within specifications. The customer performed quality control (qc), resulting within range. The cause of the discordant, falsely elevated tnl-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.